Manufacturer narrative:
Actual device involved in incident was returned for MFR's eval. On eval, a constant open circuit condition was noted. The pad was opened to check for mfg defects, with none found. Internal condition of the mat showed signs of use either beyond the warranty period (14 days) and/or with multiple pts (labeled single use only). Facility reports that procedure is to check for proper operation every shift change, but no record of whether this was done in this case. Most likely explantation is that unit had exceeded its expected life and failed shortly before the incident.

Event description:
Per form 3500a rec'd from user facility: "when the pt stood up from the chair, the chair sensor mat did not work. The alarm box indicated it was on by the green light display and ready. Sensor mat and alarm box were removed from service and sent to biomedical engineering for eval. It was determined that the chair sensor pad malfunctioned." F/u with facility indicated that no pt injury occurred, and that the failure to alarm was noted when the pt was being helped out of his chair by staff. Facility contact stated that procedure is to check monitor for proper operation at the beginning of every shift, but contact was unable to report whether this was confirmed to have been down in this case.